Event description:
A home patient called the baxter technical assistance line to report a leak in the pt line of their homechoice cassette noted during the dwell phase of treatment using the homechoice machine. The pt immediately discontinued treatment at that time. Per the rn, no pt injury or medical intervention was associated with this incident.